Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device alarmed due to a data acquisition printed circuit board assembly/ analog digital converter (pcb adc) reference failure while in use on a patient. There was no patient harm reported.

Manufacturer narrative:
Attempts have been made to obtain repair and patient data from the customer. If new information is received a follow up report will be sent.